Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 2 of 4. Gts had the patient cycle power and explained they would need to start over with new supplies. Product surveillance contacted the patient's caregiver who stated they did not notice any visible damage or abnormalities with the cassette. The caregiver discarded the sample and did not note the lot information. The caregiver explained the patient was able to continue therapy successfully with new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient extension line was connected after priming was completed. The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Baxter has received similar reports. The root cause investigation is in progress through (B)(4).